Event description:
It was reported the physician was unable to advance the retrieval cathettr past the stent to retrieve the filter basket. The retrieval catheter (unknown if rc1 or rc2) was catching on the stent. It was felt that the patient's anatomy contributed to advancing the recovery catheter. A non-guidant retrieval catheter was used and the filter basket was removed without incident. No patient injury or effect was reported. No additional information was available.